Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap and no blank display during testing, no damage found on the lcd isolation tape noted and received with normal operating currents. However, the insulin pump had intermittent button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump has pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 212 mg/dl at the time of the call. The customer stated that the alarms occur while trying to program the insulin pump. The customer further mentioned that they had issues with a blank display screen. The customer stead that the battery cap was not missing or corroded. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer.